Event description:
It was reported that the customer sometimes has a blank display on the insulin pump. If the customer gives a tick on the pump, the issue starts again. Sometimes there is an intermittent response of buttons. Anomaly persists after being sent a new battery cap. Insulin pump will need to be returned and replaced. No additional information provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent response due to unlocked lcd keypad connector. The device powered up properly and no blank display noted. The device was received with normal operating current. No damage found on the lcd isolated tape noted. The device had broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window.